Event description:
The customer reported the ventilator was having power issues. The customer had contacted manufacturer's service previously about the reported problem but the customer did not provide approval for the service at that time therefore no service was performed. The customer reported the ventilator was not in use therefore there was no patient involvement or harm. The customer previously reported that the ventilator alarmed due to a 12 volt supply failure. A 12 volt supply failure may result in a vent inop condition during normal ventilation mode operation. The user must provide alternative ventilation and have the ventilator serviced. The manufacturer's field service engineer reviewed the device diagnostic history and noted a 12 volt supply failure as reported. The service engineer replaced the motor controller and power management pcb boards to address the reported problem. Final applicable testing was performed per operating specifications.